Manufacturer narrative:
The reported issue was confirmed. Root cause was not able to be isolated. Per review of the case data, baby is warming appropriately. As target temp was increasing, pt1 was also increasing accordingly. An alarm 11 appears where patient temp is below target, but the heater begins to function to get baby back to target temp. By 23:44 for about 15 min the pt1 has reached target. Per follow up information received via mail on 02dec2024, this would be unrelated to when the rewarm started. The rewarm starts either when the duration expires if rewarm was set to automatic or when the user presses start. There was clearly a large variation in patient temperature which seems to be non-physiologic. They did not know if this was where the probe dislodgement occurred, but if this was it, the rewarm had already started. The large drop appeared to occur right around 4:10 pm on (B)(6) 2024. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the artic sun device rewarmed the baby after 24 hours instead of 72 hours. The baby was fine. Per follow up information received via mail on 02dec2024, this would be unrelated to when the rewarm started. The rewarm starts either when the duration expires if rewarm was set to automatic or when the user presses start. There was clearly a large variation in patient temperature which seems to be non-physiologic. They did not know if this was where the probe dislodgement occurred, but if this was it, the rewarm had already started. The large drop appeared to occur right around 4:10 pm on (B)(6) 2024.

Event description:
It was reported that the artic sun device rewarmed the baby after 24 hours instead of 72 hours. The baby was fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.